Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had battery issue was not identified during the customer call. Tech support advised inspecting the battery harness connection to ensure it is secure, as a loose connection or oxidized battery contacts could be causing intermittent issues. Additionally, tech recommended replacing the battery since it is over two years old and then checking to see if the bad?contact issue can still be replicated after replacement. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had battery issue. Customer tried to recharge battery for a couple of hours and still alarming 5 minutes charge left. According to customer when he tries to push in the battery started to show that battery charged was 2 hours, then 10 hours. There was no patient involvement.